Manufacturer narrative:
Selection of adequate therapy parameters is the responsibility of the operator, and is dependent on the patient's condition/state of health. Medical publications state that ruptured spleen is a known, but rare adverse effect of eswl. It is not system specific, but eswl application specific. It was reported by the customer that the patient recovered from his 2 surgeries ok.

Event description:
It was reported that a male patient was treated on a mobile lithotripsy unit located at the hospital. The patient received 4,000 shocks, at 90 shocks per minute, at power level 4. The procedure was for an eswl for treatment of a left renal stone. The patient had stopped taking his coumadin seven days prior to the treatment, and at that time had normal coagulation (pt). His platelets showed a low normal level. The following day, the patient went to the ER complaining of pain and discomfort. The hospital performed and MRI, and diagnosed the patient with a ruptured spleen. The stone was still present. The patient elected to have the stone surgically removed, and the hospital removed the spleen as well. The doctor reported that the injury was related to the treatment. The system was checked by service, and again by siemens service. The system checked out as operating properly, and it was determined that the procedure was performed within normal parameters. Two cases were done that day. The first case was completed without incident.